Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on resets were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.